Manufacturer narrative:
Due to an unexpected staff change, this complaint was overlooked at the time. With the addition of a new regulatory member, the complaint was discovered and an MDR was deemed necessary. Therefore we are filing this MDR late due to our unexpected staff change. The product has not received back for inspection. The end user was sent a roho cushion to replace his jay 3 back. The end user stated that they had previously had a roho cushion for 12 years with no issues. Without being able to inspect the chair and the backrest in questions, it is not possible to determine the cause of this incident. We will continue following up with the dealer, customer service and our sales rep to try to get the necessary items back fro inspection. When and if we are able to get more information, a follow-up will be filed.

Event description:
End user has developed a pressure ulcer under left greater trochanter. The ulcer has been listed as "wound care status" with a 6 month healing period.